Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported when they met with patient they had them change positions to see if that impacted the impedance levels at all, which it did not. Rep noted other than this, the only other way to resolve the high impedances would be through a lead revision. This issue has not yet been resolved but the patient and provider have been informed. Rep reiterated to resolve this issue would require another surgery on an older patient who is not sure whether they want to go through with another surgery, and the leads are also placed in an off label manner which may add to risks of replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned having trouble with their stimulator for 7 months now and wanted to notify a manufacturer representative (rep) to be present at their upcoming appointment. Patient mentioned they tried to reach a rep but was unable to get in contact. Patient stated both batteries (ins and controller) would be 100% and patient stated the remote would drop in charge to 55% but patient was unwilling to troubleshoot on the call. Agent sent email to rep. Additional information was received from the manufacturer representative (rep). Rep stated they last met with patient on (B)(6) 2024 and will meet with patient to get further details. Rep reported that patient has lateral subcutaneous (not epidural) placement of leads which is off label. Rep met with patient for a reprogramming for better relief; rep reprogrammed patient and they seemed to be satisfied with programming upon leaving. Rep reported there were some contacts that have high impedances on patient device. Rep noted there was no issue with the battery that could be found at the time; rep was not sure exactly what trouble with the stimulator patient was talking about/what that trouble entailed. Rep noted patient is working to get more relief, but due to the off label lead placement, there is only so much they can do as they continuously try to make it work for patient. Rep noted they do have to use wider pulse widths to try to give patient relief with their current placement, which can lead to battery depletion; with that being said, rep reported patient battery seemed to be depleting at a normal rate for the levels in which they were programmed. Rep noted patient told them the battery on the controller seemed to die quickly, but never went into detail. Rep asked patient to monitor this and patient said they would, but never got back to rep. Rep noted to troubleshoot the issue with the controller battery, they took the battery out and wiped connections within the controller to make sure connection was clear. Rep stated patient reported to them that it wasn¿t all the time, so it seemed to be situational to the one experience. Rep reported the patient was told to reach out to them for further follow up, but rep never heard back, and was not aware the issue was still ongoing. Additional information was received from the rep. Rep reported patient has not had any problems reaching a rep, they have both spoken with this patient several times during the week and weekends. Rep reported there is no problem with the stimulator, they have explaining how patient's external equipment works in relation to the stimulator that is delivering therapy. Rep reiterated there was no issue - patient thought that the charging antennae was what made the stimulator deliver therapy. Rep noted the issue has been resolved. Additional information was received from the rep. Rep reported they were pretty sure the impedance values were at 40000 leaving the contacts unusable, and they believe it was contacts 8 and 9. Rep did not know when the impedance issue started. Patient has had the stimulator since 2015, but there were no indicators of how patient's impedances have been prior to meeting with rep in may. Rep noted this was the first they had learned of this.